Event description:
The device was returned to zoll for recertification. During functional testing at zoll's technical service dept, the device displayed a "poor pad contact" message. There was no pt involvement in the reported malfunction.